Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 803:05 occurred during biomedical testing. This condition has the potential to interrupt delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed nor reproduced by service. Therefore, the assignable cause could not be identified. There were no repairs performed for the reported condition. Additional information: the user interface module software version is 5.09.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.